Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 - 50 mg/dl. Cause was due to customer not completing the loading sequence. Customer went to the emergency room, while waiting to be seen, their bg leveled out, the customer was not assisted, and went home. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.